Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inability to access the contragate due to stent buckling of the left limb was found to be user related due to the narrow aortic neck anatomy in combination with the use of an oversized aortic body (intentional user error). The suboptimal placement of the right ipsi limb stent graft could not be determined due to the lack of intraoperative imaging. Procedure related harms included post-operative anemia (operative blood loss of approximately 900 ml). The patient was discharged home on the fifth post operative day and there have been no additional reports of negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned and deployed as expected. Upon multiple attempts to use the cross-over lumen, the guidewire could not be snared despite using a couple different wires (.018" and .014"). Finally, 24 minutes of post polymer injection, the aortic body delivery system was demated in order to verify the proximal seal. After the proximal seal was confirmed, the ipsilateral iliac limb was implanted; it was noted that the ipsi limb was implanted a little high within the graft leg. Following deployment of the ipsilateral limb, multiple attempts were made to cannulate the contralateral gate for ~ 3 hours without success despite using multiple wire and catheter combinations; 1) retrograde up the contralateral side, 2) up and over from the ipsilateral side and 3) from above via brachial approach. At this point, it was felt that the contralateral limb was somehow compromised or had been kinked; however, flow was still observed going through the gate and filling the aaa sac. The physician elected to deploy a afx infrarenal proximal extension across both sealing rings down into the ipsilateral limb thereby occluding flow to the left common iliac artery (lcia), followed by a femoral/femoral bypass to restore flow into the left iliac vascular system, but closing it off to retrograde flow back into the aaa sac. The patient tolerated the bypass procedure well and is reported to be doing well in recovery.